Manufacturer narrative:
Product analysis #706935312: equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the partial unknown catheter was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: only ~13.0cm of unknown catheter was returned for analysis. The distal end of pipeline flex braid was found not opened due to damaged braid. The proximal end of pipeline flex braid was fully opened and damaged. Testing/analysis: the pipeline flex braid was stuck inside the catheter. Therefore, the catheter was cut to removed the braid from catheter. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have failure /incomplete open at distal as the distal end of pipeline flex braid was found not opened due to damaged braid. It is possible that the vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined and it was noted by the operator that the 5.0 large model stent was generally difficult to open. The distal section of the pipeline did not open. The pipeline was in the straight segment of blood vessels when it failed to open. There were no additional steps or other devices attempted to open the pipeline. The operator tried twice to recover the device but it still could not be opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon was performing a blood flow diversion implantation for the left c6 aneurysm. When deploying the ped tip, the tip could not be opened after deploying 10mm. After the ped was retrieved, the middle section of the ped was opened, but the tip still could not be opened and formed a fish mouth effect. For the patient's safety, the surgeon replaced the new stent, and the deployment was smooth, ending the operation. There were no patient symptoms reported. The pipeline was used for an indication that is approved. The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was being treated for a saccular, unruptured aneurysm in the left internal carotid artery c6 segment with a max diameter of 10mm and a neck diameter of 8mm. Landing zone was 2.8mm distally and 5.1mm proximally. Dapt (dual antiplatelet treatment) was administered, pru level was 0. Angiographic result post procedure showed contrast retention in aneurysm.